Manufacturer narrative:
An event of structural valve damage and high gradient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2013, a 27mm biocor valve was implanted. On (B)(6) 2021, CT scan was performed and showed structural valve damage; high gradient was also observed. The patient has associated symptoms of chronic obstructive pulmonary disease (copd). On (B)(6) 2021, the valve was explanted and a new non-abbott valve was successfully implanted. The patient was reported to be in stable condition.